Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: photo of the explanted head, liner and locking ring were provided. The photo confirms that the portion of the rim of the liner is fractured and liner is in two separate pieces. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision procedure approximately two years post-implantation due to fracture of the poly liner. The poly liner and femoral head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.